Manufacturer narrative:
Blocks b2 and b3: bsc was informed of an inquest for this incident; an inquest hearing took place between april 29 and april 30th. The date of the axios implantation and date of death were not provided. Therefore, 29 apr 2026 was documented in blocks b2 and b3 as placeholders. Block d4, h4: at the time of filing this report, complaint device universal product number and/or lot number are unknown. Thereby, the manufacturing date, complete unique device identifier number (UDI), and other product specific information cannot be determined. Block h6: imdrf impact code f02 captures the reportable event of death. Blocks h7 and h9: bsc is conservatively associating this event with the recall in an abundance of caution based on the reported inquest into a patients expiration as the patient allegedly previously undergone implantation of an axios stent and electrocautery enhanced delivery system. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific corporation (bsc), in connection with legal proceedings, became aware of an event where a patient expired due to an unknown reason. The patient had previously undergone implantation of an axios stent and electrocautery enhanced delivery system. The relationship between the axios stent and the patients death, the date of death, and date of implantation are unknown. No further information has been obtained despite good faith efforts. This report is being filed in an abundance of caution as no further information was available at the time of filing this report.

Event description:
Boston scientific corporation (bsc), in connection with legal proceedings, became aware of an event where a patient expired due to an unknown reason. The patient had previously undergone implantation of an axios stent and electrocautery enhanced delivery system. The relationship between the axios stent and the patients death, the date of death, and date of implantation are unknown. No further information has been obtained despite good faith efforts. This report is being filed in an abundance of caution as no further information was available at the time of filing this report.

Manufacturer narrative:
Not reportable rationale: based on additional information received on 08 jun 2026, it was determined that this event had been previously reported to boston scientific corporation (bsc) under MDR report number 3005099803-2026-01428. MDR report number 3005099803-2026-02218 has been identified as a duplicate of the previously submitted report and will be closed internally. Therefore, no further information will be provided under this report. Any additional information related to this event will be submitted as a supplemental MDR under MDR report number 3005099803-2026-01428.